Event description:
It was reported that a patient underwent a battery replacement. A few hours after the procedure, the patient became unresponsive and did not awaken as expected. A stroke was initially suspected, and the patient was taken for imaging, which ruled this out. It was determined that the patient was experiencing status epilepticus. Following agreement from the neurology team, the device was adjusted to a higher amplitude. Within a few seconds, the patient regained consciousness and became alert. The patient was monitored overnight. By the next day, the patient was improving but had not yet returned fully to their baseline. It was later reported by the provider that the status is possibly caused by the anesthesia from surgery. The device was turned on after surgery and had to be increased to bring the patient out of status. The patient will have a follow up appointment with the provider. No other relevant information has been received to date.